Event description:
Additional information: the event has led to permanent damage as the patient still "has a small lump to left lower lip."

Manufacturer narrative:
Further information from the reporter regarding the event has been requested. No additional information is available at this time. The events of hard, inflammatory and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and inflammation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips, juvéderm® volift¿ with lidocaine and juvéderm¿ voluma¿ with lidocaine in the cheeks. Four months later, the patient had another injection with juvéderm¿ voluma¿ with lidocaine in the jawline. Four months after that, the patient developed a nodule "hard and inflammatory" on the right medial cheek. Around the same time, the patient had a tooth repair done at the dentist. Patient was initially treated with keflex by their family doctor and then received additional treatment with prednisone, keflex and hyaluronidase by the healthcare professional about a week later. There were no issues with the injections in the lip and jawline and neither injections were considered to be related to the patient's symptoms. Symptoms are improving. This is the same event and the same patient reported under MDR ID #3005113652-2017-00747 ((B)(4)). This MDR is being submitted for the second suspect product, the 1st injection with juvéderm¿ voluma¿ with lidocaine in the cheeks, also a device manufactured by allergan.